Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon was using the navigation system normally, attempted to switch an instrument and the software reverted back to registration. The patient was re-registered, after which the system functioned normally. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported additional details regarding the reported event per discussion with the imaging coordinator at the site. The imaging coordinator who normally runs the navigation system happened to not be in the room when the event occurred. The surgeon reported he was trying to register an instrument and then it went back to the registration screen and had erased his registration. They resolved the issue by re-registering the patient. The medtronic representative asked if the surgeon could have hit the back button multiple times inadvertently, causing the system to restart the registration function and effectively erasing his initial registration. The imaging coordinator posed the question to the surgeon but he responded that he didn't think he had done that. The imaging coordinator thought that it was still possible and the surgeon could have done it unknowingly, but couldn't be certain. In a subsequent conversation, the imaging coordinator confirmed that the issue has not recurred. The medtronic representative reiterated the findings and imaging coordinator is aware of the most likely cause. The rep advised him to contact mnav if the issue should recur.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported being unable to replicate the reported behavior. System functioned normally. Software investigation completed; findings suspect the user changed the instrument and moved the instrument close to the back button area resulting in the back button activation and moving to registration screen.